Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification were not provided for the patients mentioned in the journal article. Initial reporter - the article was written by kyung-soon park, jong-keun seon, keun-bae lee, and taek-rim yoon. Product location unknown.

Event description:
Information was received based on review of a journal article titled, "total hip arthroplasty using large-diameter metal-on-metal articulation in patients with neuromuscular weakness," which aimed to evaluate the clinical and functional outcomes of tha using large diameter metal-on-metal articulation in patients with neuromuscular weakness. Two patients identified in the article experienced urinary tract infections during the perioperative period. There has been no further information provided and the patient outcome is unknown.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Concomitant products: unknown femoral head catalog#: ni lot#: ni. Unknown m2a acetabular cup catalog#: ni lot#: ni. Unknown zimmer m/l taper femoral stem catalog#: ni lot#: ni.